Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information provided by the customer. DHR was unable to be reviewed as lot number for the device is unknown. The root cause is unable to be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 01821, 0001822565 - 2020 - 01824, 0001822565 - 2020 - 01825.

Event description:
It was reported that patient underwent a right hip revision approximately 10 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.